Event description:
Over the last two years, we have experienced numerous issues with teleflex's ac3 iabp fos catheters (arrow fiberoptix). Given all the incidents, our facility has removed fos catheters from use, and reverted to older transducer catheters. This report included a total of 21 events. A brief summary of the events is below; 6 events were related to frozen screen issues. 9 events were related to fiber optic sensor issues. 2 events were related to fiber optic sensor connector/calibration issues. 5 events were related to balloon rupture issues. Manufacturer response for arrow intra-aortic balloon catheter kit fiberoptix (iab), arrow intra-aortic balloon catheter kit fiberoptix (iab) (per site reporter).